Manufacturer narrative:
Date of event ID estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported patient had an unrelated procedure and ipg was not placed in surgery mode. Post operatively patient was unable to communicate with external devices. Troubleshooting was unable to help resolve the issue and ipg was deemed inoperable. As a result, surgical intervention took place wherein the ipg was replaced and effective therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.